Event description:
It was reported, that the subject device had a faulty image interference. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was confirmed. The device evaluation: found water leak on the device, plug unit has water leak, camera unit has water leak. Based on the results of the investigation, it is likely, the following led to the malfunction: due to water leak in plug unit, camera unit, there is noise in the image. A definitive root cause could not be conclusively identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.